Manufacturer narrative:
The actual device was returned for evaluation. During reliability engineering evaluation, it was discovered that the device had temperature above specification. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation it was discovered that the attachment device had "temperature above specifications". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.